Event description:
It was reported that the patient experienced ineffective therapy due to lead fracture and migration. Lead fracture was confirmed upon explant. Surgical intervention was undertaken on (B)(6) 2025 wherein the system was explanted.

Manufacturer narrative:
The date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.